Manufacturer narrative:
Additional information was received from the account confirming that although the procedure was reported to be "aborted", the procedure was completed with this device. According to the account, the procedure requires a certain amount of time for dilation, and the physician had the time. If the patient had no pain, maybe the physician would have taken a couple more seconds; however, there was no need for a follow-up procedure. The patient recovered without any problems. Investigation results: visual evaluation of the returned complaint device revealed the catheter to be stretched and twisted near the inflation hub, which is consistent with excessive force being used either when removing the catheter from the scope or when connecting the inflation system to the hub. Functional testing was performed and a small hole was noted in the balloon portion of the device. Based on the condition of the returned incident device, the complaint that the balloon burst was not confirmed however the small hole found is consistent with the event that the balloon lost pressure. The most probable root cause of this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with a sharp exterior source). A review of the device history record (DHR) was performed and confirmed no non-conformances were raised for the specified lot. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient on (B)(6), 2011 (patient age, date of birth, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated to 3atm in the papilla. After a few seconds, the pressure fell and it seemed as if the balloon had burst; the urografin contrast used to inflate the balloon entered the common bile duct. The patient complained of a "tingling" pain in the stomach area; therefore, the procedure was aborted. After the procedure, a CT scan was performed, however no perforation was visible. It was confirmed that no pieces of the balloon detached inside the patient. The procedure had been completed with this device. No serious injuries were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, date of birth, and weight are unknown. It was reported the patient was (B)(6) old. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient on (B)(6), 2011 (patient age, date of birth, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated to 3atm in the papilla. After a few seconds, the pressure fell and it seemed as if the balloon had burst; the urografin contrast used to inflate the balloon entered the common bile duct. The patient complained of a "tingling" pain in the stomach area; therefore, the procedure was aborted. After the procedure, a CT scan was performed, however no perforation was visible. It was confirmed that no pieces of the balloon detached inside the patient. The procedure had been completed with this device. No serious injuries were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.